Event description:
It was reported that in 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following pt's surgery. They developed " extreme pain, swelling, and other serious injuries." Additional information received in 2005 noted that on or about 2002, pt underwent abdominal surgery during which gynecare intergel was spread throughout their abdomen. Subsequently, unspecified injuries are alleged.

Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: bowel obstruction, which resulted in removal of 12 inches of bowel, infection, hernia, and displaced belly button; vaginal pain that was disagnosed as nerve damage; wandering hives; no sexual relations; intermittent abdominal pain; depression; and limited mobility and earned income.